Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 100% stenosed, chronic total occlusion, target lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. Pre-dilation was performed with an unspecified balloon. A 2.5x28mm promus element coronary drug-eluting stent was implanted in the proximal lad followed by post dilation. The 2.5x20mm promus element coronary drug-eluting stent was then attempted to be advanced through the first stent, but was not successful. Post dilation was performed and the procedure was completed with the deployment of a 2.5x20mm non bsc stent. There were no patient complications reported and the patient's status is good. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination of the returned device observed distal stent damage. The stent strut on row one was both stretched and twisted. No issues were noted with the profiles of the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'caused by other device.' (B)(4).